Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture". Later patient reported "the implant is encapsulated, though no wrinkles have formed yet" and "I¿m in a lot of pain". This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, g2, h6.

Event description:
Healthcare professional reported left side no complaint.